Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a pre-discharge check one day post implant, this electrode was observed to have moved out of the original implant location and was noted to be off to the left of the sternum. Defibrillation threshold (dft) testing was performed and confirmed appropriate capture and shock impedance measurements. Automatic setup was performed and chose secondary as the sense vector. The sense vector was then manually changed to primary and monitoring will be continued. No additional adverse patient effects were reported. This product remains implanted and in service.